Event description:
It was reported that two fibers were not working as expected. There was a spark as soon as the console was started, accompanied by an unusual noise. Two other fibers from the same lot were used to complete the procedures, and they worked. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any break along the fiber body. The reported allegation could not be confirmed. Microscope inspection found that the fiber connector face had burn marks. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, a conclusion code of device problem excluded was assigned to his investigation, as product analysis was unable to confirm the reported allegation.

Event description:
It was reported that two fibers were not working as expected. There was a spark as soon as the console was started, accompanied by an unusual noise. Two other fibers from the same lot were used to complete the procedures, and they worked. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This complaint refers to the second fiber.